Manufacturer narrative:
Continued h.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade unknown" and "allergic reaction/ hypersensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and allergic reaction/ hypersensitivity.

Event description:
Patient's representative reported "capsular contracture," baker grade unknown, as well as "redness and allergic eczema, which spread over the arms, trunk, back and stomach." Patient also suffered from "painful rash, swollen lips and fatigue and as well as depression due to device recall". The event of fatigue is not device related. The device has been explanted and replaced with a non-allergan implant. This record relates to the right side.